Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid-left anterior descending artery (lad) artery. A 15mmx2.50mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured upon second inflation at 12 atm for 30 seconds the balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.